Event description:
Patient was revised to address pain. Update rec'd (B)(4) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, and toxic cobalt-chromium metal ions being released into the patient's blood, tissue, and bone. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/28/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, unable to workout and elevated metal ions. Revision surgical note reported squeaking, pain, significantly elevated metal ions, small effusion in joint with cloudy fluid, cup relatively vertical with lateral abduction of 58 degrees and excessive metal wear. Pfs reported metal ion lab result levels greater than 7 parts per billion. Stem added for elevated ions and cup added for malposition. Lot updated. The complaint was updated on: may 18, 2016

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation with closed reduction and metallosis.